Event description:
It was reported that during preparation of the 3.0 x 23 mm xience v stent system, the device was noted to have a broken tip. The device was not used in the patient anatomy and there was no patient involvement. Another xience v stent system was used to complete the procedure. There was no adverse patient effects and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the rx xience stent delivery system (sds) noted blood and contrast visible on the shaft, balloon, stent implant and on the tip, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip had separated at the distal end of the distal seal and was not returned. The fracture face was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner diameter of the tip was measured and met manufacturing criteria. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all products are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for tip tensile force. It is possible the tip was inadvertently handled during removal from the packaging or during preparation for use; however, a conclusive cause could not be determined for the tip separation. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.